Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared. The patient and the device would continue to be monitored.